Event description:
A power source alert 07 was reported, which caused the shutdown of the pump, preventing any immediate troubleshooting. There was no reported adverse impact to the customer's blood glucose level. Technical support advised the customer to plug the pump into a working outlet using tandem charging supplies for at least 30 minutes to allow it to charge and restart. The customer was informed about the reset of insulin data and was advised to monitor the situation and call back if the issue persisted, which they acknowledged and understood.